Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a positive supply background test and the screen was not working ((B)(6)). There was no patient involvement.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found fluid inside the plunger case. A review of the event history log found a positive supply bgnd test and force sensor test. During the functional testing, the complaint was confirmed by checking the screen and the positive supply value. The value was in the safe range. The device was repaired by replacing the screen. After fixing that issue, the force sensor test message was displayed. The cam plunger gear and force sensor were replaced to fix that issue. The main cause of the customer complaint was the blank screen and liquid inside the plunger case. Service history identified that no previous repair has been noted in the last 12 months. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.